Manufacturer narrative:
Insulin pump received with missing segments and partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. Insulin pump received with cracked battery tube thread noted.

Event description:
The customer reported via phone call that the battery compartment was damaged. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.